Event description:
It was reported that the atrial lead was neither pacing nor sensing due to an apparent lead fracture. It was also reported that there was a patient alert due to low atrial lead impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the more-care study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 21:00:13. Weekly pace impedance trend data shows an abrupt impedance decrease for max and min ventricular pace bi impedance = 475 to 19 ohms minimum between (B)(4) 2010 and (B)(4) 2010.